Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 7.4 mmol/l at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm. Customer also reported that the insulin pump screen fell off. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with unresponsive select button due to corroded keypad traces. Device was received with missing display window cover. No stuck button error alarm noted during testing.